Event description:
The customer contacted physio-control to report that their device would not complete its self-test. The service led on the device went on, and the device's display would remain blank. The device would not respond to any buttons on the keypad being pushed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb and user interface pcb assemblies and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the user interface assembly. This integrated circuit (ic) chip, designator u2 on the user interface assembly caused the device to lock up with a white screen. No discrepancies were observed on the system pcb assembly.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the user interface pcb and system pcb assemblies. The patient parameter pcb assembly was replaced because of an unrelated event code. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.